Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device was evaluated on 7 march 2022. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.